Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: due to the need for fluid infusion, the patient was assisted with the use of a closed vein indwelling needle. When the product was ready for use, it was found that it could not be used, and the fluid in the middle part of the trocar oozed out.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 0168676. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: due to the need for fluid infusion, the patient was assisted with the use of a closed vein indwelling needle. When the product was ready for use, it was found that it could not be used, and the fluid in the middle part of the trocar oozed out.